Manufacturer narrative:
(B)(4). Date sent: 5/7/2025. Photo summary - this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo provided shows two power circular devices with the battery inserted along with several medical devices on a table and metal box, would not fire could not be determine just by looking at the picture provided. Based on the photo the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device cdh25p lot number a9d75p and no non-conformances were identified.

Event description:
It was reported that during an esophagus procedure the surgery, could not fire. Changed to the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 3/25/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing packaging criteria were met prior to the release of this lot. Photo images photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.